Event description:
It was reported that during a coronary treatment procedure, balloon rupture occurred. The 75% stenosed, severely calcified lesion located in the moderately tortuous middle left anterior descending (lad) artery. The physician was pre-dilating the lesion with a quantum maverick mr balloon catheter 15x2. 75mm. The physician inflated the balloon first at 15atm, then at 20atm, by the third inflation at 23atm, the balloon ruptured. The balloon was removed intact and there were no patient complications. Patient status after procedure is good.